Event description:
A user facility¿s clinic manager (cm) reported that a fresenius optiflux dialyzer leaked from the header during priming. The dialyzer appeared to be malformed where the lines attach to the header. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this issue. The actual complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.